Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure in 2008. According to the complainant, "... [The physician] put the basket over the guidewire. The nurse... [Opened] the wire basket ... [And it] broke at the tip. The tip of the basket fell into the bile duct. They removed the basket. [The physician] could not ...[remove] the tip because... [The physician] could not see it... [The] pt underwent an open cholecystectomy to remove the stone." No pt complications were reported as a result of this event and the pt's condition was reported as "ok" following the procedure.

Manufacturer narrative:
The lot number was not provided by the complainant; therefore, the device manufacture date is unk. A device analysis is not available; therefore, the cause of the reported malfunction is undetermined. A review of the complaint database could not be performed as the lot number is unk. A review of the customer's shipment history revealed three lots which were shipped to the customer prior to this event. One add'l complaint was reported (an unrelated issue), no add'l complaints were reported for either of the two other lots. The device history record for each of the three lots was reviewed; no anomalies were noted. The april 2008 15-month lithotripter basket product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.